Manufacturer narrative:
On 10/24/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/10/2018, it was reported to mentor that the concomitant product for the right breast implant is saline mentor breast implant of unknown type. On 9/27/2018, it was reported to mentor that patient¿s race is caucasian. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient experienced left breast has pressure radiating from the right. Right side accompanying symptoms are aching with intermittent sharp pains, hard lumps that hurt when there is any contact, a lot pressure within the breast itself. Follow ups are in process to clarify if the left device is also affected or if symptoms from the affected device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/13/2020, during evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Within the siltex cracking, a tear was observed measuring approximately 0.3 cm. The evaluation determined that the rupture is consistent with the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/27/2018, it was reported to mentor that the patient experienced left breast pressure radiating from the right. The left breast implant will be reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2019, it was reported to mentor that the patient had undergone removal on (B)(6)2019 and replacement with mentor memorygel breast implant 650cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/20/2019, it was reported to mentor that the left breast implant was saline mentor siltex round moderate profile 325cc, serial number: (B)(4), lot number: 6408326, catalog number: 3542650. A manufacturing record evaluation (mre) was performed for the finished device number: 6408326, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/11/2018, it was reported to mentor that a 48-year-old caucasian female patient who underwent breast augmentation revision on (B)(6) 2011 experienced right breast implant deflation that was observed on (B)(6) 2018. The patient couldn't feel the implant like she could on the left side. The patient also reported bilateral pressure, more so in the right breast. The right breast aches with sharp intermittent pains, and she feels hard lumps. The devices are still implanted and no revision or explantation has been scheduled thus far. The patient has yet to see a physician. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/26/2019, it was reported to mentor that the patient¿s race is caucasian. The patient reported left side has pressure radiating from the right and aching with intermittent sharp pains, hard lumps that hurt when there is any contact, a lot pressure within the breast itself. On (B)(6) 2019, it was reported to mentor that the patient was diagnosed with bilateral breast ptosis. The patient had undergone bilateral implant exchange with bilateral major mastopexy on (B)(6) 2019. The replacement implants were mentor memorygel breast implant 650cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 325cc and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.